Event description:
It was reported that the device power goes out and the alarm sounds. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed error code 41622. Functional testing was unable to duplicate the issue; however, it was confirmed in the event history log. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.